Manufacturer narrative:
The reported events of inability to interrogate and premature discharge of battery were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that the patient was transported to the emergency department after an episode of syncope. The patient was bradycardic. It was observed that the pulse generator was unable to be interrogated and there was no pacing output. Premature battery depletion was suspected. The patient was taken for emergency explant and replacement of the device. The patient was stable after the replacement procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.